Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate states that the guidewire was found kinked before being used on the patient. The physician succeeded when he changed to another wire. There was no damage noted to the outer packaging. There was no mishandling of the product when taken from its packaging. The wire did not look stretched or unraveled. There was no impact to the patient and consequence. The product was returned for evaluation and preliminary analysis states that there was a kink with exposed wire at 3.5cm from distal end.

Manufacturer narrative:
The report received from the affiliate states that the guidewire was found kinked before being used on the patient. Another wire was used to complete the procedure successfully. There was no damage noted to the outer packaging. There was no mishandling of the product when taken from its packaging. The wire did not look stretched or unraveled. There was no impact to the patient and consequence. The product was returned for evaluation and preliminary analysis states that there was a kink with exposed wire at 3.5cm from distal end. One non-sterile emerald guidewire was received coiled inside a plastic bag, the unit was inspected and the guidewire was found kinked at 3.5cm from distal end, no other anomalies were noted. The kinked section of the guidewire was inspected under the microscope and it was noted that part of the core wire was exposed. No other anomalies were found. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as 'guidewire kinked/bent' was confirmed, distal section of the guidewire was found kinked. While inspecting the guidewire under the microscope it was noted that right on the guidewire kinked part of the core wire was exposed. This anomaly could be caused by the kink. The cause of the kink and damages found on the unit could not be conclusively determined. However, neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken at this time.